Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because it did not meet the physician's expectations regard to longevity.